Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results was a malfunction of the imt module. The siemens healthcare diagnostics technical service center representative directed the customer to troubleshooting activities. The customer discovered that the thumbscrew on the bracket that holds the imt monopump motor onto the pump housing was loose. Tightening of the thumbscrew resolved the problem. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
Falsely depressed sodium results were obtained on a group of patient samples. The patient results were reported to the physician. After a subsequent quality control failure and a review of prior reported results, the samples were re-run on an alternate instrument and higher results were obtained. Corrected results were reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.